Manufacturer narrative:
Device lot number, or serial number, unavailable. UDI not available for this system at time of filing. The tracker was not returned, so no analysis was conducted. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the tracker had problems. It blocks when inserting an instrument and also blocks while trying to rotate the instrument. There was no patient present when this issue was identified.

Manufacturer narrative:
Upon further review the suspect medical device has been updated. Upon further review the initial reporter has been updated. Upon further review PMA/510(k) # has been updated. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.